Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional comments from surgeon: in review, the pin was placed; the stapler closed with the first lever. It looked fine. I closed the firing lever and it seemed to fire. I released the thumb button and the stapler released; the rectum came up with the stapler and was cut cleanly but the staples were on both sides and not fired. The anal side was open as well, with the staples not closed and all in the pelvis. We hand sewed with interrupted suture for 1 hour prior to the use of a (B)(4). It seems to have held. Additional information requested.

Event description:
It was reported that during a low anterior resection procedure, the pin was placed and the device was closed with the first firing lever. It looked fine. The device was fired and after firing, the release button was depressed. The device released from the rectum and was cleanly cut; however, the staples on both sides were not fired. The anal side was open as well. The staples were not closed and were in the pelvis. The staple line was hand sewed closed with an interrupted suture line. The procedure was extended by an hour as a result of this. A circular stapling device was then used and the staple line held. There was no adverse impact to the patient and the patient was reported to be in stable condition following surgery.